Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues and premature battery depletion with no conclusive evidence of a malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) encountered difficulty during interrogation while attempting to upgrade the software. A successful interrogation was then completed and device data was reviewed by engineering. Data analysis determined this s-ICD exhibited premature battery depletion consistent with increased power consumption. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) encountered difficulty during interrogation while attempting to upgrade the software. A successful interrogation was then completed and device data was reviewed by engineering. Data analysis determined this s-ICD exhibited premature battery depletion consistent with increased power consumption. This device remains in service. No adverse patient effects were reported.